Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. The battery cap fits and removes properly in the battery compartment. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2015 with a diabetic ketoacidosis. Her blood glucose level was 659 mg/dl. She was admitted into intensive care unit. The customer's high blood glucose symptom was vomiting. She treated her high blood glucose level with manual injections. She was wearing the insulin pump at the time of the emergency room visit. The battery cap on the insulin pump did not screw in tight. She was unable to give herself insulin. The insulin pump was dropped on the floor. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.